Event description:
A malfunction alarm, identified as malf 12, was reported by the customer. The impact on the customer's blood glucose level was unknown as the customer declined to answer whether it exceeded 500 mg/dl. Technical support provided information on resetting the pump and assisted the customer with the process. The malfunction code did not recur after the reset, and the customer continued to use the pump for insulin therapy.